Event description:
Patient reported experiencing elevated blood glucose (220 mg/dl), which they were unable to lower by bolusing. While investigating the cause of the elevated blood glucose, patient discovered moisture, which smelled like insulin, inside of the device's insulin cartridge compartment. Patient stated that there was no apparent damage to the insulin cartridge. No error messages were generated by the device. Patient stated that they cleaned the moisture out of the device, with a cotton swab. And resumed use of the device.